Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field e1 initial reporter, e2 health professional and e3 occupation.

Event description:
It was reported that this left ventricular (lv) lead was surgically repositioned due to dislodgement. This lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically repositioned due to dislodgement. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.